Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there were multiple and recurring pump reboots observed in the black box and pump history. The battery compartment was cracked. The battery cap was returned; unable to duplicate the intermittent power complaint. A test cap attached securely to the pump and was able to complete a 24 hour basal program with no intermittent power or reboots observed. The battery caps contact height was out of specification. The pump was opened and no damage was observed to the power circuit. There was evidence of moisture observed on the support bracket. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.